Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("persistent abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 9 years 4 months after insertion of essure, the patient experienced allergy to metals ("positive to nickel allergy research"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen and painful abdomen"), back pain ("recurrent back pain"), neck pain ("recurrent neck pain"), headache ("headaches"), tinnitus ("tinnitus"), fatigue ("generalized fatigue"), asthenia ("lack of energy"), memory impairment ("difficulty to remember usual tasks at work"), speech disorder ("speech disorder observed by relations") and paraesthesia oral ("tingling in tongue and lips"). The patient was treated with trimebutine (debridat), spasfon, paracetamol (doliprane), surgery (essure removal, bilateral salpingectomy on (B)(6) 2018), and physical therapy (kinesiotherapy sessions since 2011). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension, allergy to metals, back pain, neck pain, headache, tinnitus, fatigue, asthenia, memory impairment, speech disorder and paraesthesia oral outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, asthenia, back pain, fatigue, headache, memory impairment, neck pain, paraesthesia oral, speech disorder and tinnitus with essure. The reporter commented: two or 3 years after essure placement, I observed unexplained symptoms and worsening of my health state. Sick leave for abdominal pain in 2015, recurrent treatments. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive to nickel. Colonoscopy - in 2014: nothing to report. Ultrasound abdomen - in 2016: nothing to report . Further company follow-up with the consumer or regulatory authority is not possible. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("persistent abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 9 years 4 months after insertion of essure, the patient experienced allergy to metals ("positive to nickel allergy research"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen and painful abdomen"), back pain ("recurrent back pain"), neck pain ("recurrent neck pain"), headache ("headaches"), tinnitus ("tinnitus"), fatigue ("generalized fatigue"), asthenia ("lack of energy"), memory impairment ("difficulty to remember usual tasks at work"), speech disorder ("speech disorder observed by relations") and paraesthesia oral ("tingling in tongue and lips"). The patient was treated with trimebutine (debridat), spasfon, paracetamol (doliprane), surgery (essure removal, bilateral salpingectomy on (B)(6) 2018) and physical therapy (kinesiotherapy sessions since 2011). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension, allergy to metals, back pain, neck pain, headache, tinnitus, fatigue, asthenia, memory impairment, speech disorder and paraesthesia oral outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, asthenia, back pain, fatigue, headache, memory impairment, neck pain, paraesthesia oral, speech disorder and tinnitus with essure. The reporter commented: two or 3 years after essure placement, I observed unexplained symptoms and worsening of my health state. Sick leave for abdominal pain in 2015, recurrent treatments. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2017: positive to nickel. Colonoscopy: in 2014: nothing to report. Ultrasound abdomen: in 2016: nothing to report. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.